Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was recommended for replacement. A quote was issued to the customer but has not been accepted.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.